Event description:
The pt has never received good benefit from the left side implant since implantation in (B)(6) 2010. Since the performances in the left side implant were constantly decreasing over time, in (B)(6) 2012 the pt was seen at another clinic for a second opinion. It appeared that the pt is outside of the indication criteria, thus having limited benefit from the device. On (B)(6) 2012 the pt was seen again as he was no longer able to hear with his left implant. The pt is due to be re-implanted with a cochlear implant on (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.